Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that they had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 24.4mmol/l (439.2 mg/dl) while wearing the pod between 37 and 48 hours. The pod was reportedly leaking insulin. An ambulance was called and the patient was transported to ameos hospital halberstadt and seen by frau dr. Fleischer. A new pod was applied before the patient went to the hospital and the new pod was worn during the admission. At the hospital the patient was treated with saline solution infusion for 24 hours and no diagnosis was given. The patient was released after two days.